Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing chamber and filters dirty. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing chamber and filters dirty. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed dust-like contaminants on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Hair-like particles were observed on the blower and blower box. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint of particles in tubing/chamber due to water chamber and tubing not being returned. Pil was not able to address the specified symptoms and there were 0 errors were logged. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box d and h. The following correction has been corrected in this report. In box d: device serviced by 3rdp has been corrected. In box h: the device eval. By mfg has been corrected. In box h11: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing chamber and filters dirty. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed dust-like contaminants on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Hair-like particles were observed on the blower and blower box. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint of particles in tubing/chamber due to water chamber and tubing not being returned. Pil was not able to address the specified symptoms and there were 0 errors were logged. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint.